Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusions: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU lists neurologic dysfunction and bleeding (perioperative or late) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was somnolent. The patient was admitted to the hospital. A computed tomography (CT) was performed and revealed a subdural hematoma. It was reported the patient did not want pronounced treatment. The patient was to be kept for monitoring and physical therapy. No further information was provided.